Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.